Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that reservoir¿s bottom part was leaking. Customer stated that she did not insert reservoir in insulin pump when she saw leakage. Customer stated that leak was past second o ring. Customer did not reported tilting the plunger during the filling process. Customer did not reported pulling plunger too far down the barrel. No harm requiring medical intervention was reported. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one open and used reservoir. Performed pre-fill reservoir test. Found reservoir no leakage and no air bubbles anomaly when removing the plunger, performed manual test appendix g and found plunger torque test result is within acceptance criteria. Ran basal, bolus leaking test: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir does not leak and no air bubbles. (B)(4).